Event description:
It was reported that the doctor inserted the retrograde nextstep tip first for a left internal jugular placement. He used the funneling device to tunnel from exit site to venotomy site. He then attached the catheter to the tunneler and pulled lateral to the exit site. In the tunnel track, the catheter popped off the tunneler. Two times went back in from exit site to try and connect to the catheter again but it would not attach. He then used a catheter clamp to secure external portion of the catheter at venectomy site, cut lateral, pulled the catheter portion in the tunnel track out at the venectomy site. The indwelling catheter portion was raised with the catheter clamp, inserted a wire through the catheter to maintain access, and removed the indwelling portion of the catheter. A new kit was opened and the catheter was placed successfully. There was no delay in treatment. No complications or death to the pt occurred.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.